Event description:
Customer reported that while processing an htlv I/ii microwell plate on osp, it was reported that microwell position a1 did not wash, and no error was generated. No death or serious injury was associated with this incident. This event is past the required 30 day reporting period. It was identified as a reportable event during an audit of the complaint system.